Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® cat (clot activator tube) plus blood collection tubes the cap on one tube was a different color than the rest of the tubes in the package. The following information was provided by the initial reporter: 1 serum tube with different cap (beige color) found in 1 box/100 before drawing blood. The rack was new.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#134494 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that before use of the bd vacutainer® cat (clot activator tube) plus blood collection tubes the cap on one tube was a different color than the rest of the tubes in the package. The following information was provided by the initial reporter: 1 serum tube with different cap (beige color) found in 1 box/100 before drawing blood. The rack was new.